Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/20/2024, it was reported by a sales representative via email that an ar-8991 knotless fibertak dx suture anchor pulled out. The case was completed using another ar-8991 knotless fibertak dx suture anchor. This was discovered during a brostrom repair procedure on (B)(6) 2024. Additional information received on 12/3/2024: the case was completed using another ar-8991 knotless fibertak dx. The case was delayed; however, additional anesthesia was not needed.